Manufacturer narrative:
Our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of needle retraction failure was not confirmed upon inspection of the photos. The photos provided did not display the sample in question for this investigation. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR reviewed was performed on batch# 220328.1production history record were reviewed. No abnormality was observed. H3 other text : see h10.

Event description:
It was reported that the bd venflon¿ pro safety needle protected IV cannula experienced needle would not disengage. The following information was provided by the initial reporter: the needle jams during removal from the cannula causing unnecessary blood loss.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety needle protected IV cannula experienced needle would not disengage. The following information was provided by the initial reporter: the needle jams during removal from the cannula causing unnecessary blood loss.